Manufacturer narrative:
The lot number of the viscoelastic was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced endophthalmitis post-implant. The surgeon does not use prophylactic drops or betadyne wash which is a different protocol than other doctors at the facility. Additional information has been requested but has not been received.